Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 8709, lot# l56457, implanted: (B)(6) 1998, explanted: (B)(6) 2015, product type catheter.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who was receiving 4000 mcg/ml at 2299 mcg/day via an implantable pump for intractable spasticity and post spinal cord injury. It was reported that there was a pump replacement in (B)(6) 2015 and at that time the programming was 4000 mcg/ml at a dose of 2299 mcg/day. The patient¿s catheter was broken and revised/fixed with the intrathecal baclofen (itb) at a concentration of 2000 mcg/ml at a dose of 100 mcg/day on (B)(6) 2015. There was compounded itb first then lioresal for 1 year ((B)(6) 2015) at a concentration of 2000 mcg/ml and a dose of 100 mcg/day. Additional information was received on (B)(6) 2017. The pump replacement was clarified to be on (B)(6) 2015 as there was a catheter issue and catheter replacement. It was unknown if the patient experienced any symptoms. It was unknown what troubleshooting was performed in relation to the broken catheter. The cause of the broken catheter was unknown.

Event description:
A 4000 mcg/ml compounded baclofen at 2299 mcg/day.